Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip tip base. A piece approximately 17.55mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke. The jaws became loose and were unable to close. The procedure was completed without any reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved the instrument's jaws not closing during use, though no damage to the wires, jaws, or distal components was noted. There were no broken or damaged cables, and no material was missing or detached from the portion of the device that enters the patient¿s body. The instrument was removed without difficulty through the cannula, and there was no need to increase port incisions. The procedure was completed using a backup instrument.